Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink secondary medication sets broke causing chemotherapy spills. This was noted during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. By the nature of the sample, no additional tests were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.